Event description:
It was reported that approximately three weeks post-procedure, the patient presented to the emergency room with hypotension and hemo pericardium. It was noted that there was right atrial (ra) lead undersensing on stored and current electrograms (egm). There was potential atrial undersensing that was triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and appeared to result in inappropriate atrial pacing. It was also noted that ra capture threshold measured high. Follow up with the clinic did not confirm inappropriate atrial pacing. The patient was in a junctional rhythm and no p-waves were present at an in-person interrogation. The patient was set to the most sensitivity setting. The device lower rate was increased to assist with atrioventricular (av) synchrony and the atrial output was adjusted. The ra lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.